Event description:
During a shoulder stabilization procedure, the suture came out of the eyelet of the anchor while performing suture management. While removing the anchor, it became displodged in the shoulder. The surgery was completed with the anchor in situ. It is unknown at this time if further surgical intervention will be required.